Event description:
It was reported that the patient was presented to the clinic for a routine follow up. The lead exhibited low impedance. The patient would be monitored.

Event description:
New information noted that the ventricular lead was capped and replaced on (B)(6) 2016 during routine device change out procedure. There were no adverse consequences to the patient. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.